Manufacturer narrative:
Reliability analysis evaluated 1 opened/used reservoir. Inspected the reservoir, snap-cap and septum for anomalies and none were found. The occlusion test was performed as follows: reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connector into the insulin pump, perform manual prime and confirmed visual fluid flowed through infusion set and out catheter tip. Conclusion: the reservoir was not occluded.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer reported that the no delivery alarm was resolved by the complete set change. The customer is returning the infusion set and reservoir for analysis. The customer was not able to troubleshoot at the time of call and unable to determine the cause of the issue. The infusion set and reservoir was return base on the customer request. The customer was advised that we will sent replacement. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).